Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and nylon tubing were replaced to resolve the odor/smells issues. Unit meets specifications and was returned to service on (B)(6) 2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an "unpleasant smell" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned for evaluation. Physical and visual inspection found the alcatel vacuum pump was received with a broken and separated vent filter. The threaded stud of the filter is broken and still imbedded in the base. The oil level window shows rust and debris. Reason for return is confirmed. The nylon tubing was returned for evaluation. Upon examination of the component the results yielded no unusual problems, cracks, holes, defects, or anomalies that would compromise functionality. No failures were found. Reason for return and failure is not confirmed. The assignable cause of the odor/smells is the vacuum pump and nylon tubing. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.